Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-02985.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report, the cause of the apical tear and bleeding during the procedure was related to the suturing technique and patient¿s thick cardiac muscle. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure, the apical access site was torn upon closure. The patient was placed on percutaneous cardiopulmonary support (pcps) for repair and transfusion. The cardiac muscle around the apical access site was torn by the suturing. The tear was unable to be repaired with additional suturing and the bleeding persisted. Hemostasis was achieved by on-pump treatment using felts via median sternotomy; both sides of the tear were reinforced with felts and another felt was stitched, overlapping the others. The patient left the operating room on pcps. The total amount of blood transfusion was 18 units of rcc, 5 units of ffp and 20 units of pc. Per the operating physician, during apex closure, he was able to sew only the upper layers of the access site tissue due to the thick cardiac muscle, which resulted in the apex tear.